Manufacturer narrative:
Conclusion: root cause identified in CAPA was found to be premature failure/saturated oil mist filter or vacuum pump oil. Additional manufacturer narrative / corrected data: removing the following parts as they were not replaced during service: vacuum pump, catalytic decomp filter, valve. Asp investigation summary: the investigation included a review of the device history record, service history, trending of the product malfunction code, failure mode and effects analysis, health hazard evaluation, system hazard and user misuse analysis, and CAPA. The DHR was reviewed and no issues relating to the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The service history for this unit for the past 6 months (09/17/2014 to 03/16/2015) did not reveal a significant trend for this same issue. The trend of the product malfunction code odor/smells was completed from april 2014 through march 2015 and did not reveal a significant trend. The fmea revealed the risk priority number for this failure mode is 480 which is greater than the acceptable limit. A CAPA was opened to address this issue. The hhe was reviewed for the risk of odor and smell exposure. The severity and occurrence for the general population were limited (transient, minor impairment, no medical treatment required) and the product problem has been known to result in the identified harm, but only occasionally and/or under unusual circumstances. The shuma determined the risk is as low as reasonably practicable for exposure to odor or odorants. The CAPA identified the root cause for the odor/smells issue as: premature failure of the used and saturated sterrad® 200 oil mist filter caused oil vapor emissions that exacerbated the odor/smell complaints reported for the sterrad® 200 system; the use of a less oxidatively stable vacuum pump oil caused the odor/smells for the sterrad® 200 system. No parts were returned for further evaluation. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to the customer site. Odor/smell was confirmed. A corrective maintenance was performed and the vacuum pump, vacuum pump oil, catalytic decomp filter, valve and oil mist filter were replaced. Unit meets specifications and was returned to service on 03/17/2015.

Event description:
A customer reported an event of a "stinky smell" (odor) emitting from the sterrad® 200 sterilizer. There was no report of any human reaction. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.